Event description:
It was reported that the patient increased stimulation and pulse at very uncomfortable spot on saturday and when increased it hurt. It was noted that the patient decreased stimulation as far as she could and on the morning of report she was trying to increase stimulation and was unable to do that. It was noted that the patient was not feeling stimulation currently. It was further noted that the last time the patient felt stimulation was on saturday 2013 (B)(6). It was noted that the implantable neurostimulator (ins) was found to be off. It was noted that the patient turned stimulation back on. It was noted that the patient was at program 1 at 2.15v. It was noted that the patient changed to program 2 at 4.15v and reported that her legs were jumping at 4.15v. It was noted that the patient decreased stimulation to 2.7v. It was noted that the patient changed to program 3 at 2.1v. It was noted that the patient reported that it stimulated between legs up close to the butt where it is tender area because it hurts like crazy. It was noted that at times the ins was close to the skin where ins protrudes from the skin like when she is in the shower. It was noted that the patient reported no stimulation sensation. It was noted that ¿it¿ stimulates close to an area where the patient does not like it. It was noted that the patient was feeling stimulation in a different place and that it would go on and off. It was noted that the patient reported that it stimulates the lower area of the bicycle seat area. It was further noted that the patient reported that it was pulsing and stopped and then pulsing again. It was noted that the patient did not have a fall. It was noted that the patient had been feeling pulsating for a while and that she did not notice it until she had a bone scan. It was noted that the patient had a bone scan in (B)(6) 2013. It was noted that therapy had not helped symptoms for a long time for "8-9 months." It was noted that the patient experienced stimulation in the wrong location. It was further noted that the patient never had therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v765391, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).